Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the safety lock was unlocked and the actuation button was depressed. The outside casing was separated. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during an coronary artery bypass procedure, the hospital reported that the aortic punch was spitting apart at the seam of handle and the hs iii proximal seal delivery tube was not smooth as normal had problem sliding to the aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.